Event description:
It was reported that an alert was received in which this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. At this time, the device remains in service. No adverse patient effects were reported.